Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited intermittent capture. No intervention was performed and the patient was in stable condition.